Event description:
During the treatment of an aortic abdominal aneurysm, three gore® excluder® aaa endoprostheses was implanted without incident. Final imaging showed exclusion of the aneurysm. During removal of the solopath® introducer sheath from the patient, the right common iliac artery ruptured. It was reported the rupture was caused by withdrawing the sheath through a heavily calcified access vessel. To repair the rupture, a gore® viabahn® endoprosthesis was implanted 2 cm distal to the trunk-ipsilateral leg component, intentionally covering the right hypogastric artery. An iliac extender component was then implanted to bridge the trunk-ipsilateral leg component and viabahn device. After the implant of the additional devices in the right common iliac artery, touch-up ballooning with a pta balloon (manufacturer unknown) was performed. Imaging reportedly showed exclusion of the rupture. It was reported that during preparation of an anastomosis for a bypass, the same pta balloon was deflated to check distal perfusion. It was reported that when the balloon was reinflated to perform the bypass, the viabahn device was unintentionally pulled distally, exposing the rupture. It was reported there was no movement of the gore® excluder® devices. The patient¿s blood pressure reportedly began to drop, and the patient began to exsanguinate from the rupture. It was reported the patient expired before any additional intervention could be performed. The cause of death was reported to be hemorrhage from the iliac rupture.

Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.